Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed call service 127 ¿illegal battery¿ alarms had occurred. The pump powered on and immediately emitted a call service 127 alarm that could not be cleared. The pump casing was removed and there was evidence of moisture corrosion throughout the inside of the pump. The reference voltage and printed circuit board component c38 was found to be low. The component was removed, however the pump continued to emit the cs 127 alarm. Investigation determined the c38 component was not defective, and that the alarm was due to the moisture damage. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting unknown call service alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.